Manufacturer narrative:
D3. Mfg name: corrected one device was returned for evaluation. There was no relevant service history. No relevant event history was found in event log. Visual and functional testing was performed. Complaint of downstream occlusion (dso) delamination was confirmed through visual inspection. Replaced dso seal. Device passed al verification testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a delamination downstream occlusion sensor (dso) seal.